Event description:
It was reported that there was noise on the right atrial (ra) lead, and an alert triggered for high impedance. It was noted on interrogation that impedance was variable. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.